Manufacturer narrative:
Mfg site evaluation: evaluation on-going.

Event description:
Country of complaint:(B)(6). Aluminum packaging is glued w/the outer packaging.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 83 unopened pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Opened the closed packs received and the aluminium pouch was not stuck to the outer paper foil. The packs have been opened correctly. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.